Manufacturer narrative:
The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-3638 knotless fibertak passing stitch broke when passing the repair stitch back through the anchor body. Another ar-3638 knotless fibertak was opened, which also broke when passing the repair stitch back through the anchor. Also, it pulled out of the implantation site. This was discovered during a superior capsule reconstruction procedure on (B)(6) 2023. Additional information received on 2/23/2023: after the first ar-3636 knotless fibertak suture broke, all the fragments were removed as well as the anchor. Case was completed using an ar-1938bc biocomposite suturetak.